Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. Imagery was provided by the site and reviewed by an edwards imager. The balloon burst radially and longitudinally. There was calcification present in the patient anatomy. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. The risk of balloon burst, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on inflate the balloon and remove the delivery system into the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with balloon bursts. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint trending on a monthly basis. The review of risk management file is complete, and no further action is required. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the provided imagery. Available information suggests calcification likely contributed to the event as presence of calcification was observed at the patient anatomy. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26 mm sapien 3 ultra valve in the aortic position, during valve deployment the 26 mm commander delivery system balloon ruptured. The valve was successfully implanted and there were no patient complications.